Event description:
It was reported that the customer received a button error alarm on her insulin pump during a bolus delivery attempt. The customer was able to clear the alarm and was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 99 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.